Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope had a foreign body stuck in the insertion tube and there was blockage exiting from the channel (including auxiliary water channel). The issue occurred during preparation for use on an unspecified procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (company representative was inadvertently selected). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of foreign material stuck in the insertion tube was not confirmed. Based on the results of the investigation, foreign material stuck in the insertion tube was not known whether there was deviation from instruction for use (IFU) in reprocessing steps on the location where foreign material remained. Additionally, there was no physical damage found at the location. Therefore, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection ", and preventative measures in "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using the same set of equipment.